Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed an increase in capture thresholds. Patient presented in clinic where x-ray revealed dislodgement and tension on the lead. Patient underwent lead revision procedure but the helix was not functional. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.